Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was returning to clinic today for their fourth emergency backup battery (ebb) alarm. They tried performing the self-test without the resolution of the alarm this time. They had multiple issues with their equipment over the last two years since implant and the site had replaced a system controller, all 8 batteries, 4 clips, and this would be their fourth 11v ebb exchange for ebb fault alarms. The site wanted insight on how the patient should be wearing their equipment, performing self-tests, or managing their equipment to prevent these alarms from occurring. They do not live near the health system and they are becoming increasingly frustrated with the amount of trips they take back and forth for equipment failure. Log files were sent for review, and the event log files recorded an ebb fault event at (B)(6) 2025 8:26:41. The fault cleared and returned at (B)(6) 2025 13:57:35. This event appeared to have occurred after the system controller attempted a load test. The log file data captured the serial number of the ebb involved in this event as (B)(6). It was recommended to exchange the system controller due to the amount of ebb replacements. System controller (B)(6) had been associated with previous backup battery faults and the connector may be related to these repeat faults. Additional information provided that the system controller had been exchanged. There had been no ebb faults reported since the exchange.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log files. A backup battery fault alarm correlating to a load test condition was observed from 8:26:41 on (B)(6) 2025 to 12:50:37 at (B)(6) 2025. At this time, the backup battery loaded voltage was under the acceptable threshold as compared to the unloaded voltage, triggering the backup battery fault alarm. The alarm remained active while in use. No other notable events were observed. The system controller (serial number (B)(6)) was returned in unremarkable physical condition. The returned system controller passed all functional testing without issue and no irregular backup battery faults due to load tests were reproduced. Per additional information, the alarm resolved upon exchanging the backup battery and system controller. The root cause of the reported event was unable to be conclusively determined through this analysis. A CAPA was initiated to investigate the increase in reported backup battery faults. The device history record for the system controller (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The system controller was shipped to the customer on 14apr2023. The device history record for the 11v backup battery (serial number (B)(6)) was inspected on 07jan2025. No deviations from manufacturing or qa specifications were shown from the backup battery. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.